Event description:
We discovered a 500 ml IV bag of hetastarch 6% -hespan- which was discolored in one of our pyxis cabinets on a nursing unit. The bag was removed and upon examination, the bag appears contaminated with some type of bacterial growth. The bag is still sealed in it's outer wrap but the inner bag appears to contain less than the normal full volume. We have removed the remaining bags in this lot number from our stock.